Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded motor. Unable to verify no delivery/occlusion alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 254 mg/dl at the time of the incident. The customer also received the insulin flow block alarm. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.